Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock, section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported that during and post pci operation, the flows of an implanted impella cp pump would not increase beyond 1.8 lpm. Around that time, purge flows decreased and a high purge pressure alarm appeared. The pump was subsequently replaced to resolve the noted issues.

Manufacturer narrative:
The investigation of low pump flow and high purge pressure has been completed. The pump was returned for investigation. No physical damage was noted on the returned product, and no biomaterial was observed. The pump was then tested in a bucket of water and was able to run according to specifications. Low pump flow and high purge pressure did not reproduce on the returned product. Total case run time was 1.5 hours. The data log shows several motor current spikes during the start of the case while the pump was set to steady p-level p9, followed by low pump flow and a gradual rise in purge pressure. Purge pressure was seen to resolve later during the case run. The cause of the low pump flow issue was most likely biomaterial, based on returned product investigation and data log review. The cause of the high purge pressure issue was most likely biomaterial, based on returned product investigation and data log review. Thrombus failure mode was added as an investigated failure mode based on the data log investigation. The root cause of the thrombus was unable to be determined due to insufficient clinical details.